Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported during the implant procedure that the is1 pin could not fit into header. The lead was not implanted and there were no patient complications reported as a result of this issue.